Event description:
It was reported by service report that the headend of the stretcher will not raise up. It is unknown if there was patient involvement or if there are adverse consequences to report.